Manufacturer narrative:
Na

Event description:
A customer complaint was received (cmp-139), where customer is concerned bout increase in number of borderline positive samples in the past two months, with pakauto assay lot 3000951. Customer claimed their historic reactivity rate to be around 18 percent and now it has increased to around 42 percent. The customer was also concerned about their technique for preparing eluates, and functioning of their laboratory centrifuge.